Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2016, the patient experienced the peritonitis event (previously reported as (B)(6) 2016). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). On an unreported date in (B)(6) 2016 (approximately eight weeks prior to the receipt of this report), the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with cipro for six weeks (route, dosage, and frequency not reported) and diflucan for six weeks (route, dosage, and frequency not reported) for the peritonitis. Peritoneal dialysis therapy was ongoing. The patient was recovered from the peritonitis. No additional information is available.